Event description:
Footswitch stopped working during surgery. Entire equipment was switched for which the surgery wad delayed over 30 minutes. No adverse consequences reported with the pt as a result of event.

Event description:
Footswitch stopped working during surgery. Entire equipment was switched for which the surgery was delayed over 30 minutes. No adverse consequences reported with the pt as a result of event. Reference ca36515b for the handpiece involved in this event. This device is used for treatment.